Event description:
No o2 cell in use' message appeared although the o2 cell was installed into the raphael. The serial number of the o2 cell is (B)(6). The factory date is (B)(6) 2020.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for being used on a patient. The root cause was determined to be a depleted oxygen cell due to aging of the device or a lack of maintenance as per instructions of the manufacturer. In consequence the ventilator got replaced and the depleted oxygen cell also got replaced. There was no patient or user harm.